Event description:
While performing a laparoscopic cholecystectomy, a solos ratchet handle grasping forcep broke. A portion of the threaded grasper fell into the abdominal cavity. The broken piece was able to be retreived and removed from the abdominal cavity by the surgeon. The two pieces of the instrument have been sterilized and are being maintained in the risk management officedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: other. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failed during assembly, other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.